Event description:
The report received from the (B)(6) study indicated that a subject underwent successful percutaneous intervention for three vessel disease approximately 20 months post index procedure. This patient has a history of previous pci prior to the index procedure. No additional information is available yet. At the time of index procedure, due to unstable angina, the subject underwent the index procedure with the deployment of 2.5x28mm cypher stent in the plad, 2.25x8mm cypher stent in the dlad, and 2.5x28mm cypher stent in the mrca. Post procedure residual stenosis was 0% with timi iii flow. Approximately 20 months post index procedure, the subject experienced the event of worsening cad. As per source document, the subject with known coronary artery disease, presented with 6 months of rapid crescendo angina particularly in the last 2 months despite maximum medical therapy that included beta blocker, long-acting nitrates and ranolazine. Cardiac catheterization report showed vigorous left ventricular contraction with estimated ejection fraction of 70% and no regional wall motion abnormality and no mitral regurgitation was noted. There was coronary artery disease noted with left main 30%, left anterior descending coronary artery proximal 0%, distal 80%, circumflex 50-75% and right coronary artery (dominant vessel) was 90%. A lesion in the dlad was within 5mm of plad and dlad study stents. In addition, no stents in the lad were restenosed. The lesion in the rca was within 5mm of mrca study stent. All study stents were patent pre-intervention. Around 8 days later, the subject underwent successful percutaneous intervention for three-vessel disease. The outcome of the event of worsening cad was recovered/resolved and the subject was discharged. The investigator considered the event of worsening cad was severe in intensity, and not related to the study drug, not related to the study device and not related to study procedure.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, imdur, insulin, lisinopril, lipitor, and metoprolol. Complaint conclusion: the report received from the (B)(6) study indicated that a subject underwent successful percutaneous intervention for restenotic three vessel disease approximately 20 months post index procedure. This is a (B)(6) female with medical history including hypertension, diabetes mellitus, history of previous pci ((B)(6) 2010) and smoker. At the time of index procedure, due to unstable angina, the subject underwent the index procedure with the deployment of 2.5x28mm cypher stent in the plad, 2.25x8mm cypher stent in the dlad, and 2.5x28mm cypher stent in the mrca. Post procedure residual stenosis was 0% with timi iii flow. Approximately 20 months post index procedure, the subject experienced the event of worsening cad. As per source document, the subject with known coronary artery disease, presented with 6 months of rapid crescendo angina particularly in the last 2 months despite maximum medical therapy that included beta blocker, long-acting nitrates and ranolazine. Cardiac catheterization report showed vigorous left ventricular contraction with estimated ejection fraction of 70% and no regional wall motion abnormality and no mitral regurgitation was noted. There was coronary artery disease noted with left main 30%, left anterior descending coronary artery proximal 0%, distal 80%, circumflex 50-75% and right coronary artery (dominant vessel) was 90%. A lesion in the dlad was within 5mm of plad and dlad study stents. In addition, no stents in the lad were restenosed. The lesion in the rca was within 5mm of mrca study stent. All study stents were patent pre-intervention; however, within 5 mm of the new stenoses. The subject underwent successful percutaneous intervention for the three-vessel disease. The study stents remain implanted thus unavailable for analysis. There is no sterile lot number information thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. (B)(4). There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00532 and 3003742446-2012-00533 and 3003742446-2012-00534.